Event description:
It was reported that following a non-device related surgery, wherein an electrocautery was used, the patient was unable to charge the spinal cord stimulation (scs) implantable pulse generator (ipg) and was unable to communicate with the remote control. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
The returned ipg was analyzed, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. With all the available information, boston scientific concludes the reported allegation of the patients ipg would not charge or communicate after a non-device related surgery wherein electrocautery usage was confirmed. Despite multiple attempts, the ipg still failed to communicate. The investigation confirmed that the application-specific integrated circuit (asic) chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by the exposure to electrocautery. Therefore, this investigation will be assigned a probable cause of unintended use error caused or contributed to event.

Event description:
It was reported that following a non-device related surgery, wherein an electrocautery was used, the patient was unable to charge the spinal cord stimulation (scs) implantable pulse generator (ipg) and was unable to communicate with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.